Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. By report, the device was in one piece after removal from the patient. Readings were successfully obtained. The physician met resistance while manipulating the device. The wire became stuck at the focal, eccentric calcified lesion. Another same manufacture¿s device was used to complete the procedure. Suspect products: no information available. The implant or explant dates are not applicable to this device. Address of preprocessor: not applicable for this device. Concomitant medical products: sheath introducer: terumo glide sheath 4-5fr, catheter: terumo diagnose catheter jl 4.0, 5fr. Initial reporter: (B)(6). The manufacturer's' returned device was visually, microscopically inspected and functionally tested. The probable cause of the reported failure could not be determined. No damage was observed that would result in the reported complaint. Do not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic coronary procedure, during removal, the physician could not retrieve the manufacturer's' device. The device was retrieved with another manufacturer's' microcatheter device. Vessel: left anterior descending artery (lad #6) with moderate stenosis, not tortuous, severe calcified this adverse event is being submitted because additional intervention via another manufacturer's' microcatheter device was required to retrieve the manufacture¿s device. There is a potential for harm if the malfunction were to recur.